Event description:
After having a previous pregnancy end with a trisomy 18 diagnosis, I opted to have the harmony non-invasive free cell blood test with a subsequent pregnancy. The test was performed at 10 weeks gestation. The test results came back 2 weeks later with a 99% positive result for monosomy x (turners syndrome). A nuchal translucency scan performed at 12 weeks showed no abnormalities or markers for chromosomal abnormalities. A cvs was subsequently performed at 12 weeks. Cvs results returned 2 weeks later with 46 normal chromosomes including two x sex chromosomes. I have come across an alarming number of women who have had non invasive free cell dna testing done and received positive results on the screenings, only to find out through invasive procedures (cvs, amnio, and cord-blood testing) that their babies are genetically healthy and "normal." I believe these scans are not as accurate as advertised, and either they should not be testing sex chromosomes at all or should be publically sharing the alarming rates of false positive results for monosomy x.